Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 407mg/dl. The customer experienced vomiting and had symptoms of flu. The customer stated that she believes it is a site issue and not the insulin pump. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.